Event description:
It was reported that the device delivered inappropriate high voltage therapy due to in optimal device programming. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device delivered inappropriate high voltage therapy due to inoptimal device programming. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.